Manufacturer narrative:
The device is expected to be returned for analysis, but has yet not been received. When the device has been received and the device evaluation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the ischemic stroke, upon retrieval of the mechanical thrombectomy stent, the device detached. The treating vessel was revascularized and the patient was started on anti-platelets. The patient was initially hemiplegic on right and aphasic, and tpa was given. The left m1 was occluded. Deployed of the stent, 5 minutes passed. The balloon was inflated, attempt at retrieval under negative pressure was made. The mechanical thrombectomy stent did come back somewhat, but then lodge and would not budge. Attempted to re-sheet but again could not. Tried one more time to pull the device out and the device detached. The patient was then given plavix and asa. Control runs show patent m1 vessel with stent in situ. No contrast extravasation was noted. Post the procedure, the patient remained exactly as pre-operation. CT/cta shows middle cerebral artery (mca) is open with small subarachnoid hemorrhage (sah) and internal carotid artery (ica) in sylvian fissure. The devices were all prepared per their instructions for use (IFU).

Manufacturer narrative:
Manufacture date the solitaire platinum pushwire was returned for analysis. No bends or kinks were found with the pushwire or marker coil. The solitaire platinum pushwire was found to be broken near the distal end of the marker coil. The distal broken pushwire with stent will not be returned for analysis as it remains within the patient. The broken pushwire was cut and sent out for scanning electron microscopy analysis. No other anomalies were observed. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis and reported information, the report of separation was confirmed as the pushwire was found to be broken. However, the root cause could not be determined. Per the scanning electron microscopy (sem) analysis report, a small area exhibits fatigue features while the rest of the surfaces exhibit dimple features. The device separation can occur due to anatomical considerations (level of tortuosity, variants of anatomy at the aortic arch or neu rovasulature); delivery and retrieval friction; higher number of device passes; presence of hard clots / thrombus entanglement with overbending during the retraction process; presence of a pre-existing extra/intracranial stenosis or calcified plaque; alignment of the microcatheter with the proximal end of the solitaire device or removal of the microcatheter prior to retrieval of the solitaire device. All products are 100% inspected for damages and irregularities during manufacture. Per the solitaire platinum instructions for use (IFU): ¿to retrieve thrombus, slowly withdraw the microcatheter and the solitaire¿ platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire¿ platinum revascularization device distally. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the solitaire¿ platinum revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire¿ platinum revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is difficult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire¿ platinum revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary. If excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ in addition, ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.